Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551528, expiration date 06/30/2012). (B)(4).

Event description:
Customer reportedly received results of 295 mg/dl and 250 mg/dl on the advantage system while using comfort curve test strips, and results of 121 mg/dl and 119 mg/dl on the compact plus system. The reported values were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.